Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc mentor memorygel breast implants experienced left-sided capsular contracture (unknown grade) and bilateral rupture of implants post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2018. This medwatch report is for the right-sided implant.